Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip of the extractor broke.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted trial extractor confirmed that the trial extractor threaded tip fractured off inside of the stem trial. The root cause is attributed to suspected misuse during removal of the stem trial from the bone canal. There is evidence suggesting the instrument was levered side to side. In addition, the instrument is old (mfg 1999) and has been subjected to heavy usage. Based on the investigation determination of misuse/misapplication of the instrument as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.